Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. During implant, the navitor jumped towards the aorta. A new unknown sized, non-abbott valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device migration could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as an additional valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.